Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by netherlands that during service and evaluation, it was discovered that the gear was blocked, seized and was running rough on the compact air drive device. It was noted in the service order that the device was out of specifications. It was further determined that the bearings, gear and motor were corroded and seized. It was also noted that the housing and adjuster nut were damaged by improper use. It was further determined during the pre-repair diagnostics assessment that the device failed for general condition, function of soft mode switch (safety system), untrue running, excessive noise, power with test bench and for starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.